Event description:
Follow-up information revealed the patient's device became inoperable following an unrelated surgical procedure in (B)(6) 2017. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective stimulation was restored following the procedure and the patient is in stable condition.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a unrelated surgical procedure, the patient was unable to establish communication between the ipg and the patient's programmer. The ipg was deemed inoperable. In turn, the patient may undergo surgical intervention to address the issue.